Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that the issue had not been resolved by a battery change. He stated that he had placed the insulin pump in a bag with a wet shirt while he was at the pool. The customer's blood glucose was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's most recent blood glucose was 300 mg/dl. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unable to perform operating currents test, also unable to verify failed battery alarm due to no button response. The insulin pump has minor scratched display window, broken reservoir tube lip and missing end cap sticker.